Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products were used during this study: carto 3, carto xp, stockert 70 generator. Other company's were used in this study: fast-cath sl1, st. Jude medical, minnetonka, mn, USA; agilis, st. Jude medical; and v-cas deflect, stereotaxis, st.louis, mo, USA. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient underwent radiofrequency ablation for atrial fibrillation and suffered post procedural arteriovenous femoral fistula requiring surgery. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"non-invasive prediction of catheter ablation outcome in persistent atrial fibrillation by fibrillatory wave amplitude computation in multiple electrocardiogram leads.¿ the purpose of this study was to assess the long-term prediction ability of f-wave amplitude when computed in multiple ECG leads. Sixty-two consecutive patients were included in the study. Suspect device is a non-steerable (fast-cath sl1; st. Jude medical, minnetonka, mn, USA) or steerable (agilis, st. Jude medical; or v-cas deflect, stereotaxis, st. Louis, mo, USA) sheath. Bwi takes conservative approach to report this event under lasso diagnostic catheter; however catalog and lot number are unknown.